Manufacturer narrative:
(B)(4): the device was returned to the manufacturer but evaluation is not yet completed. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
A wire issue that would have resulted in the reported driveline fault alarms was confirmed through the evaluation of returned pump. The distal portion of the driveline extending from the metal connector was tested for continuity in the condition that it was received and all wires were found to be electrically intact. Prior to disassembly of the pump, continuity testing of the portion of the driveline extending from the pump housing revealed that the brown wire was open. Upon disassembly of the pump, examination of the pin representing the second phase of the motor revealed that the brown wire was fractured at the connection to the terminal of the motor capsule. Additionally, the black wire was partially fractured in this location and separated from the pin upon removal of the silicone encapsulation. The fractured conductors of the brown wire would have resulted in the reported driveline fault alarms. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that a driveline fault alarm occurred on 3 system controllers on the newly implanted patient. The patient was asymptomatic during the event. Log files were submitted to the manufacturer for review, which confirmed the reported driveline fault alarms. Submitted x-ray images of the driveline were unremarkable. A driveline evaluation was performed by the manufacturer¿s technical services team and a broken wire was found. The pump was subsequently exchanged on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from the (B)(4) registry stating: (B)(6) 2015 hmii lvad with driveline fault alarm on arrival from or. Surgeon at bedside and aware of alarm. On (B)(6) 2015, ongoing discussion with thoratec to assess.tx with asa and heparin initiated. On (B)(6) 2015, patient is doing well and has a malfunctioning phase wire.lvad is functioning normally, this is not a stable situation. To or today to replace the pump.